Event description:
It was originally reported that the trial patient's external neurostimulator (ens) was not working. The ens was replaced on (B)(6) 2010, after which she experienced an undesirable stimulation then it "cut off". The stimulation was characterized as a "big jolt" then it cuts off after which she would have to reset it. This happened five times in an hour. She currently felt the stimulation as uncomfortable and had the device turned since last night. Additional info was requested.

Manufacturer narrative:
(B)(4).